Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
MFR narrative in follow-up # 1 should read: the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that her son¿s onetouch ultra ping meter was reading inaccurately high, compared to another meter (doctor¿s office meter), and randomly powers off during use. The complaint was classified based on customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The reporter stated that they became aware of the meter issue week before she contacted lfs, when they were first unable to get a reading, as the meter kept powering off, then on (B)(6) 2017 they obtained inaccurately high blood glucose reading of ¿407mg/dl¿ with the subject meter compared to ¿352 mg/dl¿ on another meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that her son manages his diabetes using insulin pump therapy, and that no changes were made to his normal diabetic management. The reporter stated that on the evening of (B)(6) 2017, the patient had developed ¿ketones in his urine¿, then on the morning of (B)(6) 2017 he developed ¿a headache and became extra thirsty¿. The reporter stated the patient did not require any treatment for the alleged meter issues. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the sample had been taken from an approved sample site. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.